Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient attended the clinic on (B)(6) 2019 and had occasion when they passed out when emptying their bowels. The patient was under the care of a cardiologist who diagnosed the patient with defecating syncope. As these symptoms first occurred just after the permanent lead was implanted, the cardiologist told the patient that the sacral nerve stimulation was the likely cause. The cardiologist gave the patient some advice on how to manage the symptoms, so the patient did not consider it a problem, the hcp wondered if this being related to the ins was a possibility and if the manufacturer had any articles on it. Additional information was received from the rep. It was reported that the patient first reported the issue to the rep on (B)(6) 2019, but discussed this with their cardiology on (B)(6) 2019. The patient described the syncope as fainting following defecation. There did not appear to be any device issue. Device serial numbers were provided. The patient discussed this with their cardiologist who advised them to avoid constipation and discussed isometric exercises. No specific cause of the defecating syncope was determined. The patient continued to follow the advice of their cardiologist in order to minimize the occurrence. It was noted that this information was confirmed with the physician/account. No further complications were anticipated.